Event description:
It was reported that at implant the pulse generator exhibited a failure to pace during initial atrial ventricular lead connection and when only the ventricular lead was connected. Pacing was observed after the atrial lead was disconnected and then reconnected a second time. The device was replaced and returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint output anomaly could not be determined. Both atrial and ventricular connector rings were found to be clean. Normal electrical characteristics and device function were measured through all mechanical electrical, and thermal stress tests.